Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that foreign objects were on the forceps channel, auxiliary water supply channel, in the nozzle, and on the distal end. Due to this clog in the nozzle, the water removability, air, and water supply volume did not meet the standard value. These findings were due to insufficient cleaning of the scope or handling problem. Additionally, it was observed that the: bending section cover, light guide lens, and the plastic distal end cover were dirty due to insufficient cleaning or handling of the scope. Upon further inspection, it was observed that water tightness was lost due to a pinhole on the channel tube. It was also observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Additionally, the play of the up and down knob was out of the standard value due to wear of the angle wire. It was observed that the adhesive on the bending section cover had a chip due to chemical or physical stress. It was also observed that there was a dent on the connecting tube and on the universal cord due to a handling issue. It was observed that the paint on the suction cylinder was peeled due to handling. It was also observed that the forceps channel port was shaved due to handling. It was observed that the scope cover plate was detached due to physical stress caused by handling. It was also observed that the image had a partially dark area causing a decrease of output of light due to a scratch on the objective lens. It was observed that the control unit and the electrical connector had discoloration due to water leakage or chemical stress. It was observed that the universal cord had a wrinkle due to deterioration or due to bending at a sharp angle. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: connecting tube, protector of the universal cord on the control section side, protector of the universal cord on the scope connector side, scope connector cover, image guide protector, right and left knob, up and down knob, lock engagement lever knob, objective lens, light guide cover glass, switch 1, scope cover, switch box, grip, universal cord, and on the control unit. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. The customer confirmed that the facility does not delay the start of precleaning on the equipment after use. During the precleaning process, the customer supplies air and water through the auxiliary water channel. The customer flushes the auxiliary water channel with detergent solution. It was not specified if the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera gastrointestinal videoscope aron alpha (a type of super glue) attached to the tip. The reported issue occurred during a therapeutic endoscopic injection sclerotherapy (eis) procedure. The procedure was subsequently completed with an unspecified device. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign objects were in the forceps channel, auxiliary water supply channel, in the nozzle, and on the distal end which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.